Event description:
The 2 screws that secure the heater bracket on the lower front of device become loose (no loctite on threads), causing potential for rotation of heater/pole and for patient circuit to become disconnected. Original intended procedure - patient ventilation with added external humidification device. What problem did the user have? - device malfunction - that is, the device did not do what it was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for ventilation. The root cause of the event cannot be determined, as insufficient information was provided by the customer. The most probable root cause could be that the screws securing the bracket to the device were not fully locked. The correction of the issue could not fully be determined as insufficient information was provided by the customer. There was no patient or user harm reported.